Event description:
It was reported that the unit became very hot while in the hand of the surgeon. It was further reported that the unit was removed from the surgical field.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.